Manufacturer narrative:
Patient information not provided as site representative, (B)(6), declined, quoting the governing restrictions. A medtronic representative, following-up at the site, reported providing technique instruction to the surgeon. Also reported the system was working properly. No parts/devices have been returned to manufacturer for further evaluation.

Event description:
A surgeon alleged an inaccuracy that occured while in an ent procedure, no specific measurement was provided. The surgeon opted to complete the surgery without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient ID, age and sex provided. Weight was not available.

Manufacturer narrative:
Per medtronic representative's investigation the site is using scans that are not to medtronic navigation protocol. Alleged inaccuracy likely caused by scan slicing and thickness not at 1 to 1 ratio. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.